Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they tried to use the angio-seal device in the puncture area; however, it was not possible to use it since the front of the product had fallen off. Blood loss was less than 250cc. The patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 and to provide the completed investigation results. One 8fr angio-seal evolution was received for product evaluation. The hemostasis sheath was returned mated with the evolution body. No other accessory components were returned. Visual inspection revealed that the body of the evolution was mated with the hemostasis sheath. The deployment sleeve was in the full forward lock position. The color band of the deployment sleeve was not fully exposed. The tamper tube was half exposed; however, had not been past the green compaction marker. The anchor and dried untamped collagen were still intact with suture. The button was pressed and determined to be stiff upon receipt. The overall device condition was in a partial deployment state. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated and the suture was appropriately wrapped around the spool with several turns of suture remaining. There was no damage noted on the gear teeth. Functional testing was performed on the gearbox assembly. The button was pressed manually, and the spool was able to turn. The suture was able to be released as intended. However, while pulling the suture, it broke into the pieces. The driver gear was then manually turned to identify if there was an issue with the gearbox assembly. There was no abnormal resistance encountered. IFU states: set the anchor. Step 3- with one hand, continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device handle and slowly and carefully pull back. Slight resistance will be felt when the device sleeve is pulled out from the rear holding position. Continue pulling on the device handle until resistance from the anchor catching on the distal tip of the insertion sheath is felt. Step 4- to ensure the correct anchor position, confirm that the edge of the device cap falls within the white bands on the device sleeve. Step 5- maintain grip on the insertion sheath and pull the device handle straight back into the full rear lock position. Resistance will be felt as the handle and sleeve snap lock. The device sleeve white bands should now be completely visible. Seal the puncture "once the anchor has been deployed correctly and the device handle has been locked into the full rear locked position, avoid pressure to the puncture site with non-deploying hand. Carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall.'' ''Pull back on the device handle at the angle of the puncture tract, maintaining as steady uninterrupted motion until the colored compaction marker is revealed. Pause and assess for hemostasis.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the returned device was attempted to be withdrawn in the forward lock position; it is likely that the device was not placed in the rear lock position before withdrawal of the subcomponents of the device and/or failure to follow IFU instructions. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 19aug2019. An 8fr sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in the device return date in zip code and telephone number, and to update. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.